Event description:
Physician reported to or staff following completion of procedure that piece of electrohydraulic lithotripsy (ehl) probe broke during procedure. Unable to retrieve the broken piece of probe. Physician indicated that patient would pass the piece with urination.